Event description:
The pt was revised because of a loose tibial tray at the bone/cement interface with competitor cement. Poly wear of the insert and osteolysis were noted.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed anticipated wear for a polyethylene knee device implanted for approximately 18-1/2 years. The investigation did find evidence of entrapped third body debris which could lead to accelerated wear. No evidence was found of product failure and the need for corrective is not indicated. In addition, the product code is an obsolete item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.